Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty maintaining an adequate charge with her ipg. Troubleshooting was attempted several times but was unsuccessful. Database analysis indicated that the ipg may be flipped. The patient underwent a pocket revision, during which, the physician flipped the ipg up correctly. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had difficulty maintaining an adequate charge with her ipg. Troubleshooting was attempted several times but was unsuccessful. Database analysis indicated that the ipg may be flipped. The patient underwent a pocket revision, during which, the physician flipped the ipg up correctly. The patient was reportedly doing well following the procedure.